Event description:
Customer reported he was hospitalized. Customer stated that he experienced high blood glucose and went to the hospital. The insulin pump alarmed no delivery but he was sleeping and did not hear it because he does not sleep with his hearing aids. Blood glucose value was over 600 mg/dl. Customer had not changed the infusion set and is receiving a no delivery alarm again. Current blood glucose value was 460 mg/dl. Customer was instructed to disconnect at the quick release; insulin did exit at fixed prime. Customer removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.